Event description:
It was reported that bd insyte autog bc adapter/connector is defective. The following information was provided by the initial reporter: the catheter sheath ¿sticks¿ when we try to advance it. I¿ve tried several needles and the problem is able to be replicated

Manufacturer narrative:
E. Facility name exceeds character limit: (B)(6). This MDR is the result of an investigation finding: the complaint that the catheter was sticking when advanced was confirmed from circumstantial evidence that was observed on the representative 24g insyte autoguard devices that were received in sealed packaging from lot #4143183. The affected unit was not provided for investigation. Deformation was observed within one catheter adapter, which pushed material from the opening of the catheter adapter into the luer taper. The extra material appeared to cause resistance between the catheter adapter and the needle hub when attempting to advance the IV catheter off the needle hub. As the sample was received in sealed packaging, the damage likely occurred during manufacturing. Misalignment during assembly may have been a contributing factor. The appropriate manufacturing personnel were notified of this complaint and additional complaints received for this device and reported condition will continue to be tracked and trended. No other similar complaints were reported from this lot.